Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The graftmaster 2.80x19 is filed under a separate medwatch report number. Na.

Event description:
It was reported that the procedure was performed to treat the mid-left anterior descending lesion. Multiple attempts were made to post-dilate an unspecified stent with multiple non-abbott balloons (2.5x21mm, 2.75x21mm, 3.0x15mm) with a max inflation of 28 atmospheres, but the stent¿s expansion remained incomplete. It was then noted that a perforation had occurred. A 2.8x16mm graftmaster (gm) stent delivery system failed to cross the deployed stent to treat the perforation. Multiple attempts were made to advance the gm using a non-abbott 8f guiding catheter. During withdrawal of the gm, the stent dislodged in the guiding catheter. The stent and the guiding catheter were removed as a single unit. The same 8f guiding catheter was re-advanced. A new 2.8x19mm gm was attempted but also failed to cross. A non-abbott 2.5x12mm drug eluting stent was deployed but the perforation remained unsealed. After an hour of balloon inflations attempting to seal the perforation, an emergency bypass surgery was done to treat the perforation. In the physician¿s opinion, the graftmaster devices did not exasperate the perforation but they did contribute to the prolonged hour duration of the procedure. As of (B)(6) 2019, the patient remains hospitalized. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of surgical procedure is listed in the graftmaster rx coronary stent graft system, instructions for use, as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. MFR site - contact office: first and last name were updated from (B)(4).

Event description:
It was reported that the procedure was performed to treat the mid-left anterior descending lesion. Multiple attempts were made to post-dilate an unspecified stent with multiple non-abbott balloons (2.5x21mm, 2.75x21mm, 3.0x15mm) with a max inflation of 28 atmospheres, but the stent¿s expansion remained incomplete. It was then noted that a perforation had occurred. A 2.8x16mm graftmaster (gm) stent delivery system failed to cross the deployed stent to treat the perforation. Multiple attempts were made to advance the gm using a non-abbott 8f guiding catheter. During withdrawal of the gm, the stent dislodged in the guiding catheter. The stent and the guiding catheter were removed as a single unit. The same 8f guiding catheter was re-advanced. A new 2.8x19mm gm was attempted but also failed to cross. A non-abbott 2.5x12mm drug eluting stent was deployed but the perforation remained unsealed. After an hour of balloon inflations attempting to seal the perforation, an emergency bypass surgery was done to treat the perforation. In the physician¿s opinion, the graftmaster devices did not exasperate the perforation but they did contribute to the prolonged hour duration of the procedure. As of (B)(6) 2019, the patient remains hospitalized. There was no adverse patient sequela reported. No additional information was provided.